Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. (B)(4) pertain to product ID: 97715, serial#: (B)(4), product type: implantable neurostimulator. (B)(4) pertain to product ID: 37761, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient in a clinical study with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s controller was not functioning as it had been chewed on by their dog, and the patient had a loss of pain relief and their pain had increased since they could not use it. It was noted that the exterior case was damaged and there was a plastic piece missing from the outer case of the connector pin and a plastic piece missing from the bottom of the controller that matched up with the broken piece on the recharger connector pin. The device was not charging as usual, the charger was not charging well, and the patient was unable to recharge the neurostimulator. It was also noted that the recharger cord was damaged, the battery compartment was broken on the controller, and there was a broken plug on the recharger. It was noted that the event was possibly related to the device or therapy and unlikely related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37761 lot# serial# unknown implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the controller was replaced and was functioning well. The event was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.